Event description:
On 18-jun-2025, a user reported experiencing prolonged elevated blood glucose (bg) levels of 344mg/dl, despite multiple infusion set changes. The user was transported to the hospital by a family member, where they received intravenous fluids but was not admitted, and no medication was administered. Bg levels returned to target later that day following a manual insulin injection. No long-term effects were reported. The ilet was replaced at the user's request.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs from 16-jun-2025 through 18-jun-2025 showed no device malfunctions or motor errors. The device recorded multiple insulin occlusion alarms throughout the event period, consistent with the user's report of infusion set issues and multiple infusion set changes. These occlusions likely impaired insulin delivery and contributed to the prolonged hyperglycemia and presence of ketones reported by the user. Blood glucose data did not confirm sustained elevations above 300[?]mg/dl but showed transient increases with corresponding high bg alarms. The device responded appropriately to bg readings by issuing alarms and adjusting insulin delivery accordingly. Given the discrepancy between reported clinical symptoms and logged bg values, cgm inaccuracy cannot be excluded. Should additional information become available, a supplemental report will be submitted.